Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During evaluation of the console, it was determined that the system went into standby mode when both pedals were pressed at the same time which is a normal function of the system. The fse proceeded to perform an inspection of the system and, no issues with the foot pedal freezing, sticking, or not activating. Regarding the low power issue, it was found that the system was not outputting the correct amount of power, the second relay mirror on brick path 1 was pitted, and the debris shield was blown. These parts were replaced and during the post optical verification, it was found that brick 4 and brick 3 beam paths were out of alignment, due to this, the optical bench was reassembled. After calibrating, alignment and the replacement of some parts, the laser console passed full functional and testing. No further issues were identified during service, and the console was confirmed to be fully functional. It is likely that the second relay mirror and blast shield were damaged, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that during a procedure, the energy of the console was lower than expected and this persisted after the debris shield and the fiber was replaced, causing stones flareups. Before of that, the console displayed a foot pedal error and it restarted. The patient and procedure outcome are unknown.

Event description:
It was reported that during a procedure, the energy of the console was lower than expected and this persisted after the debris shield and the fiber was replaced, causing stones flareups. Before of that, the console displayed a foot pedal error and it restarted. The patient and procedure outcome are unknown.

Manufacturer narrative:
D3/g1 additional email: (B)(6). E3 other health care professional: updated.

Event description:
It was reported that, during a procedure, the console energy was lower than expected. This issue persisted after the debris shield and the fiber were replaced, and reportedly caused stone flareups. The patient and procedure outcome are unknown.

Manufacturer narrative:
D3/g1 additional email: (B)(6).